Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery (rca). Following pre-dilatation using a 3.0x15mm non-bsc balloon catheter, a 3.50 x 24 synergy¿ stent was advanced but failed to cross the lesion and it was noted that the distal stent struts were lifted. The device was simply removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.